Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the lens was explanted in a secondary procedure after two month of initial implantation for unknown reason. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating that the patient had cystoid macular edema (cme) postoperatively and that iol exchange was required as an intervention as a result of this event.